Event description:
Info received indicates while performing preventative maintenance on the bed, the technician found the brake/steer caster was not holding in brake. The caster continues to ratchet from side to side.

Manufacturer narrative:
The tech replaced the brake/steer caster to repair the bed.